Event description:
Suspected deflation of saline breast implant.

Event description:
Deflated left mammary saline implant, followed by bilateral replacment with another brand due to hutchison ide status. Unknown if initial use.